Event description:
It was reported that the insulin pump alarmed button error. Device was not dropped or exposed to moisture. The battery was removed for 30 minutes but the alarm is recurring and customer was unable to clear it. Blood glucose value was 93 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be completed due to the unresponsive buttons. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.